Event description:
It was reported that four cannulas from the current box have had to be discarded because they keep coming loose due to patient faced the adhesive event due to not sticking properly on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-54600 / initial 2 of 4.e1:name: (B)(6).country: saudi arabia.(B)(6).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site:3003442380.